Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-oct-2020: h10: most likely underlying root cause was corrected from "mlc-18: user has high glucose value" to "mlc-006: passed expiration date".

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 22-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: customer reported another device used in this event and it is reported in MDR: 1000113657-2020-00659.

Event description:
Consumer reported complaint for high/hi blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer contacted the hospital on (B)(6) 2020 due to high blood results. Customer contacted her primary doctor today due to her blood glucose results of 391 mg/dl and the doctor advised her to take another pill. The product is stored according to specification in the dining room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/31/2019 (expired) and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. Result 1: 391 mg/dl date: (B)(6) 2020 time: 9:10am unknown if fasting or non-fasting. Result 2: 348 mg/dl date: (B)(6) 2020 time: 9:06pm unknown if fasting or non-fasting.